Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007502, persona stemmed 5-degree tibia, 63015563, 00111214001, palacos r cement, 79874391. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00306, 0001822565 - 2018 - 02236. Used

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to loosening and pain. The loose tibial component lead to revision. There was little adherence of cement to the implant. It appears that the cement technique by the previous surgeon was less than satisfactory. Attempts have been made and additional information on the reportedevent is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.